Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leaking occurred at texium/smartsite port connection.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25035507 was performed. The search showed that a total of 48, 003 units in 1 lot number was built on 21mar2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.